Event description:
It was reported that balloon catheter removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified left common iliac artery. Following the implantation of an epic 12/40, a 9.0 x 40, 75cm mustang¿ balloon catheter was advanced for post-dilatation without any issues. However, strong resistance was encountered during withdrawal. The balloon was inflated at 5 atmospheres and was deflated slowly for 'relapping'; however, the device was difficult to remove. Therefore, the physician removed the balloon forcibly. The physician checked the device after the procedure and noted that the balloon was rewrapped neatly. However, the second physician noted that the balloon was flattened when the balloon was removed from the patient. The procedure was completed with no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: there were no issues noted with the profile of the tip. A visual and microscopic examination found no issue with the profile of the device¿s markerbands. A full visual and tactile examination of the catheter shaft identified no kinks or damage. An examination of the balloon found that the balloon showed clear evidence of having been inflated and it was not refolded correctly. Due to the profile of the balloon not being refolded, the balloon could not be inserted through the 6 french size sheath. No tears or holes were evident in the balloon. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 18 atmospheres with no leaks noted. The inflation device was verified at 18 atmospheres before and after use. Using the same encore a vacuum was pulled and the balloon deflated fully and refolded better around the shaft. As a result the catheter was passed through the 6 french sheath and withdrawn back from the sheath with no significant resistance noted. An examination of the sheath identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon catheter removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified left common iliac artery. Following the implantation of an epic 12/40, a 9.0 x 40, 75cm mustang¿ balloon catheter was advanced for post-dilatation without any issues. However, strong resistance was encountered during withdrawal. The balloon was inflated at 5 atmospheres and was deflated slowly for 'relapping'; however, the device was difficult to remove. Therefore, the physician removed the balloon forcibly. The physician checked the device after the procedure and noted that the balloon was rewrapped neatly. However, the second physician noted that the balloon was flattened when the balloon was removed from the patient. The procedure was completed with no patient complications reported and the patient's status was good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).